Event description:
During a lavh, the device was being used to seal the round and ip ligaments. When the vessels were cut, they bled. Surgeon used another vessel sealing device to effect a seal. No pt harm was reported.

Manufacturer narrative:
Analysis determined the bottom jaw contacts the ceramic hub when fully closed. However, the device still activated to the correct generator default setting, coagulate and cut to MFR specifications with no problem noted.